Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during a procedure on (B)(6), 2012, when the placed device was being removed from the patient's body, the internal bolster detached from the tube and fell into the patient's stomach. The bolster was not retrieved as the physician expected it would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Exact age of patient is unknown however over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (date is unknown). According to the complainant, during a procedure on (B)(6) 2012, when the placed device was being removed from the patient's body, the internal bolster detached from the tube and fell into the patient's stomach. The bolster was not retrieved as the physician expected it would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding and medication ports to be closed. The y-port was without issue. The c-clamp was found to be open. The external bolster was located at the 4.5 cm mark and was without issue. The internal bolster was found to be separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. It appears the internal bolster had been securely molded to the tubing. The returned unit was consistent with the complaint incident that the bolster detached/separated. It most likely detached due to excessive force being used during the removal of the device. Therefore, the most probable root cause is operational context.